Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of coagulase-negative staphylococci which conforms to standard. Despite our attempts, olympus was unable to obtain complete details on the cleaning sterilization and disinfection (cds) process performed at the user facility. During the device evaluation, it was uncovered that there was water leakage from the scope cover. It was also observed that the light guide cover lens and the charge-coupled cover lens were cracked. It was observed that the lens glue (2x) was white-clouded. It was also observed that the charge-coupled device cover lens glue was chipped. It was observed that the glue of the bending section cover was separated. It was also observed that the key top 1 had a pin hole. It was observed that the universal cord had a wrinkle. Lastly, it was observed that the play angulation of the up, down, right, and left knob were out of the standard value due to wear of the angle wire. Related complaint: (B)(6), evis exera iii colonovideoscope - sn (B)(4). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for unknown colony forming units (cfus) of escherichia coli and pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.